Manufacturer narrative:
A lot history review (lhr) of reyg2334 showed no other similar product complaint(s) from these lot numbers. The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
After inserting PICC line with guide wire intact inside, good blood return noted so nurse pulled back the guidewire. While pulling back about 3/4 of way the wire allegedly had an elastic feel as the end was being pulled through the connection tubing with the stopper attached, it had a reported "snap" feeling to it when it came out. When wire was inspected it was reportedly longer, had a "stretchy feeling". Upon inspection, it was said to appear that the outer casing was separating from the inner part of the wire. Chest xray and arm x-rays done to look for any fragments of the wire. An aide had cleaned up the tray so nurse was only able to save the wire. The wire allegedly became more frayed as we inspected it.